Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 15 mm amplatzer septal occluder (aso) was selected for use. On (b)6) 2015, the aso was deployed in the patient's atrial septal defect (asd). Post-deployment transesophageal echocardiography and intracardiac echocardiography were performed. Pulmonary angiogram confirmed the aso embolized from the defect and was located in the left pulmonary artery (lpa). Two 12f amplatzer torqvue delivery system (dtv45) sheaths were inserted and a pigtail catheter was delivered to the lpa through one of the 12f dtv45 sheaths. The aso was then pulled toward the main pulmonary artery (mpa) and stabilized. A 10 mm snare catheter was delivered through the second 12f dtv45 sheath and the aso was removed from the patient. There were no consequences/complications for the patient. The patient will be sent to surgery at a later date to close the defect.